Event description:
It was reported that a patient ¿coded¿ while performing peritoneal dialysis therapy on a homechoice (hc) device and subsequently passed away. The patient was in the hospital for an unrelated event when they passed away. The cause of death was unknown. It was unknown if the pt was on the hc at the time of death. It was unknown if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the cause of death was urosepsis. Pd therapy was ongoing at the time of death. No autopsy was performed. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Upon receipt of the device, an evaluation will be performed to investigate the reported death. Should additional relevant information become available, a follow-up report will be submitted.